Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (leakage): two photos were provided to our quality team for investigation. The photos provided display lots 2212020 and 2301012 which has a lighter orange hub color and lot 2209035 which is a deeper orange color hub. Based on our visual inspection, the hub is observed to be the correct color for each lot. A device history review was performed for lots 2212020, 2301012, and 2209035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. In relation to the leakage, there was no visible damage or other defect observed within the photo that could indicate a cause for the leak reported. Retained samples of each lot were used for additional evaluation. The products were visually inspected, no damage or other defects were observed and all critical dimensions were within required limits. A hub drip test was completed on all retained samples and verified product met required specifications, no leakage was observed. Based on our investigation, a root cause could not be established at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd® quincke spinal needles there was leakage. Report 2 of 2. The following was received by the initial reporter: spinal needle 25g is leaking from one end and colour of the spinal is changed from orange to yellow. Met hod of the anesthesia department was angry with bd material is leaking from one end was unable to give pts medicines on time and colour change in25g makes the drs. Confused about it been duplicate. Requires an letter from the bd why it was not informed beforehand. Additional information received on 11 sep 2023: leakage occurs at the hub and not at the end.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2212020; d4. Medical device expiration date: 30nov2027; h4. Device manufacture date: 27dec2022. D4. Medical device lot #: 2301012; d4. Medical device expiration date: 31dec2027; h4. Device manufacture date: 19jan2023. D4. Medical device lot #: 2209035; d4. Medical device expiration date: 31aug2027; h4. Device manufacture date: 28sep2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd® quincke spinal needles there was leakage. Report 2 of 2. The following was received by the initial reporter: spinal needle 25g is leaking from one end and colour of the spinal is changed from orange to yellow. (B)(6) of the anesthesia department was angry with bd material is leaking from one end was unable to give ptsmedicines on time and colour change in25g makes the drs. Confused about it been duplicate. Requires an letter from the bd why it was not informed beforehand.